Event description:
It was reported a kink and implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, propofol and heparin were administered. A watchman truseal access system (was) was positioned in the laa. A 33mm watchman laa closure device and delivery system (wds) was then advanced. The closure device was deployed, but required a full recapture. During the recapture, the was and wds kinked and it was difficult to get the closure device into the wds. Through transesophageal echocardiogram (tee), it was noticed the closure device pulled the laa into the left atrium. When the barbs of the closure device reached the was, the laa came free from the closure device. With the feet of the closure device outside the was, they were able to remove the wds and was from the patient. The procedure continued and a 27mm watchman laa closure device was successfully implanted. There were no patient complications and the patient was fine the entire procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system with the implant out of the sheath and detached from the core wire. The device was bloody. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed the sheath was damaged (buckled/numerous kinks) starting 2.5cm form the tip for a length of 6cm. No other damage to the device was found.

Event description:
It was reported a kink and implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, propofol and heparin were administered. A watchman truseal access system (was) was positioned in the laa. A 33mm watchman laa closure device and delivery system (wds) was then advanced. The closure device was deployed, but required a full recapture. During the recapture, the was and wds kinked and it was difficult to get the closure device into the wds. Through transesophageal echocardiogram (tee), it was noticed the closure device pulled the laa into the left atrium. When the barbs of the closure device reached the was, the laa came free from the closure device. With the feet of the closure device outside the was, they were able to remove the wds and was from the patient. The procedure continued and a 27mm watchman laa closure device was successfully implanted. There were no patient complications and the patient was fine the entire procedure.